Event description:
It was reported the patient presented in-clinic with a device that was post-sensed t-wave oversensing. Patient received inappropriate atp and hv therapy as a result. Reprogramming changes were made with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.